Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed. Functional testing including leak testing, clear passage testing, clamp function testing, torque engagement, and integrity of seal surface testing were performed and identified no abnormalities that contributed to the reported condition. Visual inspection was performed and identified a damaged spike. The reported condition was not verified and the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a uv flash transfer set was damaged which resulted in a leak. This occurred during drain of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.